Event description:
Allegedly revised due to lucent lines around shell on x-ray.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country.